Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the one touch ultramini meter is giving a control solution reading of "124 mg/dl" that is outside the control solution range of "86-115 mg/dl". This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The inaccurate control high issue began on the night of the day before. The pt reportedly was feeling shaking and dizzy sometime after the issue. The pt then took more food/beverages as a result of the reported issue. The pt reportedly did not receive any medical intervention that would suggest the pt was hypoglycemic or hyperglycemic. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the reporter claimed that the pt had symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.